Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue with moisture in the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: during investigation, there were frequent replace battery alarms observed in the pump history. The pump¿s electrical current draws were tested and were found to be within specification. The battery compartment was found to be cracked. There was corrosion found in the battery compartment. A leak test failed due to a battery compartment leak. The pump was opened and there was no further evidence of moisture found. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).